Event description:
The complainant reported a impella cp pump placed to support the acute myocardial infarction/cardiogenic shock patient. There was a kink beneath impella outflow which obstructed the blood flow, hence low flow support. There are several angiogram picks and videos demonstrating the kink. Impella had to be replaced with a different pump to support the patient. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was completed. Impella cp #593661 returned for evaluation. No data logs were returned for analysis. Clinical details indicate that a kink was noted beneath the impella outflow which obstructed the blood flow, which caused low pump flow. Images and videos under fluoroscopic imaging were sent which confirmed a cannula kink during support. The pump had to be replaced with a different pump to continue support to the patient after unsuccessful attempts made by the physicians to get rid of the kink by rotating, pushing, and pulling the pump. Upon investigation of the returned pump, a cannula kink was confirmed under microscopic guidance. The kink was near the outflow cage of the pump around the same location as the attached fluoroscopic imagery received. No foreign material or biomaterial was seen in or around the impeller blades, inflow, and outflow cages. The pump was successfully primed and run in the lab, with flows within the expected range. No physical abnormalities other than the cannula kink were seen. The pump functioned per specification. Product damage (cannula kink): the root cause of the cannula kink could not be determined due to the lack of sufficient clinical details and inconclusive evidence from the product evaluation. Low or blocked pump flow: the root cause of the low or blocked pump flow was most likely due to the cannula kink based on provided clinical details, attached images, and evaluation of the returned product. Device history review was completed and passed all post-sterile inspection checks.